Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer had bent infusion sets. The representative stated that the customer had high blood glucose of 600 mg/dl due to not getting the insulin. The representative stated that the customer treated the high blood glucose with manual injection. The representative also reported that they had leak of insulin at site. The insulin pump will not be returned for analysis.